Event description:
Patient reported the breast was "misshapen". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Clarification to h6: health effect - clinical code e2402 represents the reported visibility/palpability a review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability (misshapen) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "misshapen"